Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead and intermitted loss of capture (loc). Technical services (ts) was consulted and upon case review recommended evaluation of pacing threshold and blanking period after ventricular pacing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.